Manufacturer narrative:
Unit received with missing segment/partial display, problem isolated to lcd board. Unable to perform self-test, and displacement test due to missing segment. Unit had cracked battery tube threads, no cracked lcd window noted. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted. (B)(4).

Event description:
Information received by medtronic indicated that the battery compartment had cracks. Customer stated there was no physical damage to the reservoir lip ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.